Event description:
Clarus medical has learned through legal action that a pt may have been injured during a lase procedure on 6/9/1997. Co has reason to believe that the physician used a standard clarus medical lase device to perform a cervical disc decompression. Directions for use for this device refers to lumbar use only. No device failure or injury was reported to clarus by the physician or institution.